Event description:
It was reported leak was observed from unknown location of an interlink vented paclitaxel set filled with unknown chemotherapy medication. The nurse noted the leak, described as moisture on the outside of the filter, as she was hanging the bag prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.